Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of type ib endoleak. The complaint is most likely user-related (off-label absence of aortic aneurysm and incomplete covering of left iliac aneurysm). No contributing factors were identified; unable to determine iliac measurements pre index procedure due to lack of documentation. Procedure related harms for this complaint could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, a type 1b endoleak was detected CT scan. There have been no additional patient sequelae reported.